Event description:
According to the reporter, while performing skin closure, the needle and suture were found detached when the package was opened. The suture was broken when it was touched. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.